Event description:
It was reported that the deflectable videoscope displayed a black screen. The issue occurred during a therapeutic appendectomy procedure, which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the blackout in image occurred because the coating of the image sensor unit cable was torn, therefore the coating torn portion contacted with the blade when the internal components moved during angulation control knob operation, shorting out. Additionally, as it was confirmed that the bending section cover had friction, and chip of the glue, we presume that the coating torn was caused due to external stress of such as repeatedly the trocar contacted with the bending section. Olympus will continue to monitor field performance for this device.